Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep performed diagnostic tests and determined the x-ray tube should be replaced. The customer canceled the svc call. The reported problem was resolved by the customer. No additional svc info was provided.

Event description:
The customer reported that the system would not perform fluoroscopy and displayed a black screen. No pt injury was reported.